Manufacturer narrative:
Nevro is awaiting the prognosis of the patient's condition. The device was removed but not returned. The manufacturing records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient developed urinary retention and had difficulty walking shortly after implant. There were no abnormalities in the CT scan; however, the device was removed. The surgeon indicated the incident was likely related to the procedure. The symptoms resolved temporarily, but have now returned. There have been no reports of further complications regarding this event.

Manufacturer narrative:
Follow-up indicated that the patient continued to have urinary and walking issues after the device was removed.